Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: related inspection of the returned device finds no discrepancy from drawing requirements. No error in manufacture was identified that would contribute to the reported problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review: the device manufacturing records have been reviewed. No related deviations or anomalies identified. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Intraoperatively after rasping surgeon tried to insert the trilock hip-stem. The implant-size did not correlate with the trial/rasp and the implant was not possible to insert. Another implant was opened and was inserted/implanted without issues. The second/used implant which fit seemed to be smaller.